Event description:
Additional information received reported that reprogramming was conducted and the patient was doing ¿great afterwards.¿ it was noted that no malfunctions were seen and no cause of the issue was determined. It was further noted that no interventions were taken or planned. It was noted the patient was ¿doing fine¿ and received effective therapy. Additional information received reported that the patient was ¿very pleased¿ with the therapy and ¿all was working fine.¿

Event description:
It was reported that the patient experienced intermittent stimulation. The patient reported that the lead 'up higher in her back' would 'cut out and stop working' for 'several seconds.' The patient noted that when the stimulation sensation returned that it was 'way stronger than what she set the implantable neurostimulator (ins) to.' It was further reported that the patient experienced stimulation in the stomach, which was the wrong location. The patient reported that upon 'getting shocked in her stomach' that she would vomit. The patient additionally reported getting 'shorts.' It was noted that 'these problems had been ongoing for the last couple weeks' prior to report. The patient stated that she thought 'her flank lead was the problem and that it was not functioning correctly.' It was also stated that the patient's pain was 'getting exponentially worse' and that the patient was 'scared to turn on her ins.' The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# la4293, implanted: (B)(6) 2002, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3998, lot# v831321, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was later reported the healthcare provider was able to use the same leads (from 2002) and hook up a new battery (current battery as of (B)(6) 2013) in (B)(6) 2013 with good results. It was also stated new leads were added (current leads as of (B)(6) 2013) in (B)(6) 2013 to get better coverage. Reportedly the patient was happy. [Omitted information from related pe (B)(4): 2002 inadequate stim and pe (B)(4): loss of effect, placement].

Event description:
Upon further review of the file, patient stated that stimulation would all of a sudden come back on when she like turned or something.

Manufacturer narrative:
(B)(4).